Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection abrasion marks were noted from 46 cm to 50 cm distal to the is-1 connector pin, the insulation was intact. This finding most likely occurred due to friction against another implantable device such as a nearby lead. Approx. 17 cm distal to the is-1 connector pin, cuts in the insulation were found. Blood penetrated the lead. It is reasonable to assume, that the cuts resulted from the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.